Manufacturer narrative:
H6; code 400: yielded jaws. Results of evaluation: conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged, on both of the returned instruments, and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are clsoed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
During a laparoscopic cholecystectomy procedure, (latal hernia). It was reported by the affiliate that the clips did not close after the first firing. There was no consequence to the pt.